Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected increasing impedances on the right atrial (ra) lead. Noise was also noted on the right ventricular (rv) channel, however no out of range measurements or oversensing on the rv lead was noted. Additional information was obtained, and the device was reprogrammed to deactivate the right atrial lead due to pacing impedance above 2000 ohms and chronic atrial fibrillation. A boston scientific representative inquired about possible device involvement due to the subpectoral implant 2009 product advisory, which could not be confirmed or refuted by boston scientific technical services. No adverse patient effects were reported.

Manufacturer narrative:
The device was modified electrically and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the device was explanted approximately six years later and was returned for analysis. No adverse patient effects were reported.